Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose of 600mg/dl due to the belt clip which is designed to pull away from the pump when it gets caught, the tubing gets caught underneath the clip causing air pockets, air bubbles. The patient was treated with insulin pump and changing the infusion set. The product will not be returned for analysis.